Manufacturer narrative:
The clip remains in patient. (B)(4). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report difficult or delayed clip activation/deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One xtw clip was advanced to the mitral valve and good grasping and positioning was achieved. The deployment steps were completed but the clip would not detach from the clip delivery system (cds) mandrel. Trouble shooting was performed by confirming the gripper lever was retracted, actuator knob was retracted > 1 cm, and alignment of cds and steerable guide catheter ( sgc) were correct. Additionally, the gripper lines were then accessed successfully but the clip still would not deploy. Gentle tension was then applied to the cds and the clip eventually deployed and was stable on the leaflets. The physician then noted that the cds handle had slid forward, as during the deployment process, the dc fastener had not been tightened. It was speculated that tension and the angle of the device had prevented smooth deployment. A 2nd nt clip was successfully implanted medial to the first clip. The mean pressure gradient was noted to be 3 mmhg. The procedure concluded with mr reduced to <1. There was no clinically significant delay in the procedure. The following day, transthoracic echocardiography was performed and the mean pressure gradient was noted to be 9 mmhg. The physician was satisfied with results despite mean gradient of 9 mmhg. The patient was feeling well and discharged from the hospital. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. It should be noted the mitraclip g4 system instructions for use (IFU) states: confirm that the dc fastener is secure. In this case, it was reported that the user did not fully secure (tighten) the fastener which created a tension on the device and distortion angle of the clip on the leaflet causing difficult to deploy. There is no indication of a product issue with respect to manufacture, design, or labeling.